Event description:
An elderly female in-patient (emergency-to-inpatient) for possible cardiovascular (cv) disease. During insertion of in-swelling IV the rn noted some resistance when she tried to advance the catheter. When she pulled the catheter out it appeared to be shortened and broken off. Radiologist notified and x-ray of left forearm taken. Allegedly a 17mm piece of catheter retained in soft tissue. Patient has subsequently been discharged.